Event description:
It was reported that this right ventricular (rv) defibrillator lead intermittently exhibited high out of range shock impedance measurements greater than 125 ohms. Technical services (ts) educated clinician and discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service.